Manufacturer narrative:
Explant date: if explanted; give date: na (not applicable) there is no indication the lens was explanted. Initial reporter phone: (B)(6). PMA 510(k): this report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. Device evaluation: the product was not returned for investigation. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with information on properly handling the product. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
Just after the implantation of the intraocular lens (iol), the doctor observed a scratch mark on the optic. No patient injury reported. No additional information was provided to abbott medical optics.